Manufacturer narrative:
On (B)(6) 2015 a customer reported that while positioning the patient support, the multifunction footswitch (mffs) is sticky and is going down instead of up. The fse confirmed that this is an intermittent issue and evaluated the mffs. Upon disassembling the mffs, the black rubber footswitch plate was misaligned. On (B)(6) 2015, the fse attended the site and replaced the multifunction footswitch (mffs) to resolve the issue. CT engineering determined this issue to be of acceptable risk. The following mitigations apply: ¿ two, redundant monitors are controlling the motion. ¿ hw emergency stop button stops all the motions. ¿ instructions in the instruction for use to observe patient during all movements. ¿ controllers software verifies that commanded motions are executed or a fault condition is assumed. ¿ emergency power off switch supplied with system or site installation enables the operator to shut off power to the entire system. The fse replaced the multi function footswitch to resolve the issue. Based upon the information available, the probable cause of this event was due to a misalignment of the black rubber footswitch plate and the mechanical switch underneath.

Manufacturer narrative:
(B)(4). Internal cross reference: (B)(4).

Event description:
The customer reported that during a CT clinical patient procedure while positioning the patient support , the multifunction footswitch is sticky and is going down instead of up. Philips field service engineer (fse) confirmed there was no harm to a patient, operator or bystander as a result of this issue. The fse evaluated the system and determined that the cause was from the misaligned multifunction footswitch and replaced the multifunction footswitch to resolve the issue.